Event description:
It was reported that before a laparoscopic low anterior resection procedure, the anvil came off and fell from a mayo table when it was removed from the device. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.